Manufacturer narrative:
This report is submitted on january 08, 2024.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, due to an extrusion of the electrode lead into the external auditory canal. There are no plans to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 02, 2024.